Manufacturer narrative:
(B)(6).

Event description:
It was reported by a getinge field service engineer (fse) during a routine check, the cardiosave intra-aortic balloon pump (iabp) displayed a power up test fails code 14 message. There was no patient involvement. The fse evaluated the unit and found power up test fails code 14 alarm in the history alarm list. Performed and passed all manifold test. Pim test, drive manifold test, and regulator calibration were within range. The fse observed the unit on system trainer for more than 2 hours. Unit was operated for 2 hours, but the power up test fails code 14 alarm did not appear. The unit did not shutdown unexpectedly prior to the power up failure. No parts were replaced. Handed over the equipment to the customer in good working condition.